Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a loosening of the eclipse prosthesis led to revision to univers revers. The following devices were initially implanted: eclipse head, eclipse trunion, eclipse cage screw and universal glenoid inlay. The universal glenoid had a good anchorage, so the pe was removed and a glenosphere was installed. On the humeral side an eclipse removed and univers revers installed. No further information received. Update avoe (B)(6) 2023. Further information was provided that the initial surgery was performed on the (B)(6) 2017 and the following devices were implanted: ar-9145-30 lot: 160058310, ar-9165-15 lot: 160064010, ar-9120-01 lot: 160061912, ar-9145-36 lot: 160058410, ar-9121-01 lot: 160101410, ar-9300-41cpc lot: unk.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.